Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call they had air bubbles. The blood glucose at the time of the incident was 142 mg/dl. The customer states they have air bubbles in the reservoir that are bigger than champagne. The customer states the pump was not rewound with the reservoir in place. Troubleshooting was not able to resolve the issue. The device will not be returned for analysis.